Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient did not like the halo/multifocal effect. This lens was implanted in the patient's left eye. The patient also had an intraocular lens explanted from their companion (right) eye. The companion lens explant will be reported in a separate MDR.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.